Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac recommended to the reporter to return the suspect device for repair. The customer will call back to send in the product. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
A user facility reported to olympus that an image could not be obtained when connecting olympus, model series 180 scopes to the olympus, model cv-190, evis exera iii video system processor. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. It was confirmed that the subject device was manufactured before the design change of the dr board (printed circuit board). The design change was implemented on april 16, 2018. It is unknown if the design change is related to the cause. Olympus will continue to monitor field performance for this device.